Manufacturer narrative:
The lead was not expected to be returned post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was undergoing a procedure to downgrade therapy, from a cardiac resynchronization therapy defibrillator (cr-d) to a cardiac resynchronization therapy pacemaker (crt-p). A new right ventricular (rv) pacing lead was intended to be implanted. However, while under fluoroscopy, it was discovered the patient had more leads in the rv than was previously known so an extraction procedure was initiated to remove all the old hardware. During this lead extraction, the patient died. The official cause of death was not provided, but a perforation or a tear of the svc was suspected. It was not known with certainty which lead was being extracted when the patient died. This boston scientific lead had been abandoned in 2007 due to a fracture.